Manufacturer narrative:
Continuation of d10: product ID 97755-s lot# serial# (B)(6) implanted: explanted: product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: (B)(6) , ubd: , UDI#: h3: analysis of the 97755 recharger (rtm) (serial number (B)(6) revealed controller does not recognize the rtm this regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt mentioned the controller had been acting "funky" for a week or so, but now, last night and the night before, the implanted neurostimulator(ins) was not charging. Pt said they had sat for 6 hours and the ins did not increment at all. During the call, the pt had the "battery empty: recharge your implanted device" screen displayed. Pt then pressed recharge on the batteries screen, but the batteries screen did not advance. Pt reset the controller and then, on the batteries screen, pressed recharge, but the screen remained on the batteries screen. Pt then plugged in the recharger antenna (rtm), but screen did not change. Controller port and rtm pins on plug looked good without damage. Ins charge was low on call and controller charge was 100%. Additional information was received from the pt. Pt got new controller, and reports that when they try to setup for the ins and then plug in the rtm, the controller doesn't recognize that the rtm is plugged in. End of rtm cord looks intact, but they said rtm has been heating up lately.